Manufacturer narrative:
Only photos were returned. This photograph presents a multifocal posterior chamber intraocular lens (pciol) visible through an approximately 6 mm round pupil. Anterior intraocular lens (iol) surface opacities are apparent from approximately the 10:30 to 1:00 o¿clock and 3:00 to 6:30 o¿clock positions. The appearance of these opacities likely represents lens epithelial cell on-growth (lecog) the root cause for the reported complaint could not be determined as not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when a patient underwent posterior capsulotomy a few months after having an intraocular lens (iol) implanted, it was discovered that the cells were proliferating on the anterior lens capsule.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Images were provided to demonstrate the reported event. The manufacturer internal reference number is: (B)(4).